Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving fentanyl of an unknown concentration and dose via an implantable infusion pump for chronic low back pain and spinal pain. It was reported that the patient was non-compliant with refill and let the pump run dry. Low reservoir alarm was set off. Motor stall did not occur according to logs. The patient was non-compliance with refill date. The pump catheters were cleared of drug and pump was filled with preservative free saline. The issue was resolved at the time of this report. No symptoms were reported and the patient's status was "alive - no injury". No further complications were expected or anticipated.